Event description:
(B)(6) reported the following event: it was reported that during an intramedullary trochanteric fixation nail (tfn) procedure on (B)(6) 2015 the tip of the reaming rod broke off though very little pressure was applied. This event occurred while the surgeon was shaping the tip of the reaming rod before he used it on the patient. There was another like device readily available and the procedure was completed. It is unknown if there was a surgical delay related to this event. There was no report of patient harm. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: patient information was not provided by reporter. Device is an instrument and is not implanted/explanted. (B)(6). A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.